Manufacturer narrative:
Evaluation - smiths medical has rec'd the samples for investigation. Upon completion of the investigation a follow-up report will be submitted. A review of our complaints database show this to be the first report on this device lot number.